Event description:
All attempts to the reporter for additional information have been unsuccessful to date.

Event description:
Reporter indicated a vns patient was experiencing lead protrusion in the neck, and that this was very painful. Additionally, performing vns systems diagnostics caused the patient to have painful stimulation, dyspnea, and coughing. The vns was disabled, and the patient was sent for a surgical referral and x-rays. Although surgery is likely, it has not occurred to date. Attempts for further information are in progress.

Event description:
Reporter indicated the patient had the vns explanted at the family's request on (B)(6) 2012. The explanted devices will not be returned per hospital policy.